Manufacturer narrative:
Device received with blank display due to missing battery tube spring and corroded battery tube. Unable to verify operating currents of perform the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, delivery accuracy test or displacement test due to blank display. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. Device received with broken belt clip slot.

Manufacturer narrative:
Unit received with blank display due to missing battery tube spring and corroded battery tube. Unable to verify operating currents of perform the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test, dat test or displacement test due to blank display. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label. Unit received with broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump was alarming low battery in less than a week even after a battery cap replacement. The customer¿s blood glucose level was 432 mg/dl at the time of the incident. No further details were provided. Troubleshooting was not completed as the customer was going to the hospital to get treated for the high. The insulin pump will be returned for analysis. The pump was received with blank display due to missing battery tube spring and corroded battery tube. Frn-unk-rsvr, unomed set.